Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There have been no other complaints reported in the lot number. Additional information has been requested (B)(4).

Event description:
A customer reported during implant of a preloaded intraocular lens (iol), the haptic cracked. Intraocular medicine was administered and the lens was removed. Additional information was requested.